Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- medical device problem code 2017- improper or incorrect procedure or method clarifier failure to follow steps/instructions was added to capture the plunger was not fully depressed until the black collar on the plunger met the blue body of the device.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified left common femoral artery using a prostyle device after a percutaneous coronary interventional procedure using a 7f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. The plunger had not been fully depressed until the black collar on the plunger met the blue body of the device. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.